Event description:
Same case as MDR 6000089-2006-00144. It was further reported that the ptalso experienced a non q-wave myocardial infarction (mi). Per investigator note, a 2.5 x 16mm taxus stent was attempted to be deployed in the diagonal but did not reach the intended site due to calcificatin and was removed. Following postdilatation, the pt became hypotensive and was given nitroglycerin, IV fluids and atropine (per cath report). A 2.5 x 20mm taxus stent was placed in the lad, but it would not cross the calcified area (site confirmed this stent was never deployed). Cutting balloon angioplasty to the lad was then performed but "there was still no ability to open the left anterior descending artery satisfactorily to place a stent." A rotational atherectomy burr was then used with eventual opening of the lad. A 2.0 x 28mm pixel stent was deployed in the lad (mid per crf; distal per cath report). A 2.25 x 13mm poxel stent was then deployed in the origin of the diagonal branch. The pt presented to the hosp 3 days post index procedure after experiencing a near syncopal episode while runnig up stairs. The pt had weakness and loss of urinary continence. The pt's cardiac enzymes were elevated and cath report stated that the pt had a non-q-wave mi and congestive heart failure. The pt also had one episode of rapid atrial fibrillation which resolved with digoxin. The pt was transferred to the study site and cardiac catheterization 112 days post index procedure revealed that the lmca had no obstruction, and the rca had 30% proximal stenosis. The lad had 30% proximal stenosis, mid subtotal occlusion and in-stent restenosis, distal occlusion and in-stent restenosis, and 90-95% in-stent restenosis of the 1st diagonal. The lcx had no obstruction proximally or distally, and 30% stenosis of the first obtuse marginal. Poba was performed to the mid lad and the diagonal (diag1 par source, diag2 per crf). Residual stenosis was 10-30%. The pt also undersent balloon aortic valvuloplasty for severe aortic stenosis. The pt was dischared on asa and plavix.

Event description:
Clinical study. It was reported that 112 days after a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention (tvr) of the mid left anterior descending artery (lad). The index procedure treated two target lesions. Target lesion 1 was a 2.4 mm vessel diameter, 95% stenosed region of the distal lad. The lesion was 40.0 mm in length, was mildly tortuous with severe calcification, and extended through target lesion 2. The dr predilated the lesion, with a cutting balloon and angioplasty balloon, prior to placing one taxus express2 8.8% 2.5x24mm drug eluting stent without complication. Residual stenosis was 0% the dr also placed a bare metal stent proximal to the taxus stent in overlapping fashion. Target lesion 2 was a 3.0 mm vessel diameter, 95% stenosed bifurcated region of the mid lad. The dr predilated the lesion, with a cutting balloon and angioplasty balloon, prior to placing one taxus express2 8.8% 3.0x32 mm drug eluting stent without complication. The taxus stent was placed in overlapping fashion with the more distal bare metal stent. During the procedure the dr used the crush technique and placed one bare metal stent in the bifurcated side branch, 2nd diagonal artery, after predilation. Residual stenosis was 0%. The pt was discharged from the hosp one day post index procedure receiving asa and plavix. The site reported that the pt underwent a tvr of the mid lad 112 days post index procedure to alleviate focal in-stent restenosis. The dr performed plain old balloon angioplasty (poba) of the lesion. In the opinion of the dr there was a probable relationship between the tvr and the taxus stent. The pt was discharged from the hosp one day post tvr in satisfactory/good condition.